Event description:
Additional information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the device was now zapping the patient's derriere.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pq91, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient stated that the device was moving and "flips from being flat to on its side. The patient stated this has been happening gradually since the implant. The patient reported that she had a fall forward onto their knees on (B)(6) 2015 but on the implant. The patient had not been to any recent medical test or emi environmental exposure. It was reported that the stimulator has been "moving since the surgery". The patient stated for about a week now it had really been moving that she could flip the stimulator with her hands. It was noted that the stimulator has been loose and moving since the implant. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.